Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 13.5 mmol/ l compared to a laboratory comparison reading of 6.8 mmol/l. The tests were performed within a ten minute timefram. There was no report of death, serious injury or mistreatment with this event.